Event description:
It was reported that on (B)(6) 2013 at 4 pm the patient heard the pump beeping three times in a row with each time beeping three beeps. The patient reported she felt a release of medication after the beeps and now was reporting nausea, diarrhea and weakness, but had not heard the pump alarm again. Telemetry had not yet been performed. It was discussed that the reported sound did not match pump alarms. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report. It was further reported that prior to this occurring the patient had good pain relief. On the date of this report, a motor stall had been confirmed in the event logs with no motor stall recovery recorded. It was noted that the reporter did not think the sound the patient previously heard was coming from the pump by the way the patient described the sound. Further, numerous motor stalls and recoveries were noted beginning on (B)(6) 2013 (4) with the most recent stall occurring on (B)(6) 2013 at 07:21 with no recovery. The patient had also experienced confusion, tiredness, a funny taste in her mouth, and a feeling of being bolused by the pump every 30 minutes. The critical alarm duration was set to every 30 minutes. This device system delivered hydromorphone, bupivacaine, and ziconotide. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found a ¿motor gear train anomaly¿. There was corrosion and moisture seen on gear wheel 3. Gear 2 had residue and shaft wear. Gear 1 had residue on the shaft. The stall was due to the ¿shaft-bearing¿.

Event description:
It was further reported that the patient was doing ¿fine¿ and the hospital still had the pump. The representative was waiting for its release to send back for analysis